Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper limb. A 7.0 x40, 75cm gladiator? Elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 10 atmospheres and was observed to disperse with the blood flow. The device was removed without difficulty, and a small hole was identified on the side of the balloon. The procedure was subsequently completed using this device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper limb. A 7.0 x40, 75cm gladiator? Elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 10 atmospheres and was observed to disperse with the blood flow. The device was removed without difficulty, and a small hole was identified on the side of the balloon. The procedure was subsequently completed using this device. There were no patient complications as a result of this event. It was further reported that 67% stenosed target lesion was located in the non calcified and non tortuous vessel.

Manufacturer narrative:
E1: initial reporter phone - (B)(6). The device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 22mm in length and extended from a position 13mm distal from the proximal markerband to 4mm proximal of the distal. A visual examination observed no damage to the tip of the device. A visual and tactile examination found a shaft kink approximately 120mm proximal from the distal tip. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper limb. A 7.0 x40, 75cm gladiator? Elite balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 10 atmospheres and was observed to disperse with the blood flow. The device was removed without difficulty, and a small hole was identified on the side of the balloon. The procedure was subsequently completed using this device. There were no patient complications as a result of this event. It was further reported that 67% stenosed target lesion was located in the non calcified and non tortuous vessel.